Event description:
It was reported that a patient underwent a gynecological procedure in 2007. The disposable handpieces were difficult to insert into the motor drive unit. The case was completed with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 10/12/2007. Conclusion - the actual device involved in this event was returned for evaluation. The reported symptom of difficulty inserting the disposables into the machine was verified due to misalignment of the cpc connector.